Manufacturer narrative:
(B)(6). Investigation summary: a device history record review was completed for provided material number 305892 and lot number 2201008. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained for further evaluation by our quality engineer team. The retained samples were assembled with a bd discardit 2ml syringe. No signs of defective hub connection were identified nor were any signs of leakage detected. Based on the investigation results, an exact cause related to the needle manufacturing process could not be determined at this time. Smartslip technology¿ has been introduced to ensure a secure connection is made with luer slip syringes. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd eclipse¿ needle squirted and leaked out around the top of the syringe. The following information was provided by the initial reporter: description: drawing up a vial of palivizumab im injection to a 6-month-old infant. Blue 23g (0.6mm x 25mm) needle used with a 1ml syringe. Dose to give was 0.95mls. Attached to syringe and was a little stiff to place on. Checked with colleague to check if on correctly and believed it to be firmly on. Went to give palivizumab in the left antero-lateral part of the thigh and found when giving the dose, it had squirted and leaked out around the top of the syringe. Only half a dose given as stopped to prevent loss of further drug.